Event description:
It was reported the handle and screen need to be fixed; unable to read screen. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the handle was broken, the lower case was replaced. It was also noted that the screen was difficult to read, the left keyboard hinge was broken, the electrocardiogram (ECG) connector was loose, the hard drive was noisy, and the system fan was noisy. (B)(4).